Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple users were not able to sign into station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple users were unable to sign into the station and received an unable to authenticate error message. The technical support specialist (tss) found that the user account was locked. Despite multiple attempts to contact the customer via email and phone, there was no response. As a result, the tss was unable to troubleshoot the issue further.